Event description:
It was reported through the implant patient registry (ipr) that two valves were implanted. Additional information provided by the edwards field clinical specialist indicated that after transfemoral delivery of a 23mm sapien valve a leaflet appeared to not function properly. The surgical team attempted to manipulate the leaflet with a pigtail catheter; however this did not restore the normal function of the leaflet. The guidewire was removed from the native annulus; this too did not affect the leaflet. The surgical team elected to place a second 23mm sapien valve. The second valve was positioned slightly more aortic than the first. Tee revealed all leaflets were functioning normally. The patient was transferred to recovery in stable condition. Reportedly the first valve was in a 50:50 position within the native annulus. A post operative discussion with the surgical team was made; the surgical team thought a long native leaflet was overhanging and impeding the function of the sapien valve.

Manufacturer narrative:
Per the instructions for use, nonstructural dysfunction is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards (B)(4) transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether (B)(4) valve performance will be impaired. The edwards (B)(4) transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether (B)(4) valve performance will be impaired there are several potential patient and procedural factors that alone or in combination can cause or contribute to an event of non-functioning or restricted leaflet. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all (B)(4) valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the restricted leaflet cannot be confirmed; however the deployment of a second valve slightly more aortic alleviated the situation and the second valve functioned properly. This suggests that that the suspected native leaflet overhang was the cause of the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.